Event description:
Boston scientific was notified that during a procedure the sentry balloon catheter was reported to have a hole during testing. No complications with the pt occurred during this event.